Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had flow issues and experienced false downstream occlusion alarms. The flow issue was described as, ¿dose of IV caffeine that was programmed into the IV syringe pump might have actually not be administered¿. It was also reported that the staff was trying to troubleshoot alarms for downstream occlusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.